Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that in the past, the customer experienced elevated blood glucose (value not provided) and diabetic ketoacidosis that did not require medical intervention. Tandem technical support recommended that customer consult with healthcare provider regarding elevated bg.